Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that an image was not displayed because communication failure occurred due to faulty cable. The cause of the faulty cable could not be identified. The following is included in the instructions for use (IFU): "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged." "Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged." "Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged." "Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged." "Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." "Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The autoclavable camera head was returned as part of the asset return process. During routine inspection of the device by olympus a no image issue was found due to a faulty cable . There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. Upon inspection, the device was found to have no image issues related to the faulty cable. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation, or if any additional information is provided.